Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 1ml tb syringe slip tip had leakage. The following was reported, "consumer reported needle hub separated when pulling off shield. Also mentioned, when she re-attached the hub on one syringe, the medication leaked out. Stated shields are hard to remove. 5 syringes affected. Occurrence dates unknown. Lot: unknown, item: 309623, no expiration date. Samples available. Per consumers request, sending item: 328411 as replacement."

Manufacturer narrative:
Investigation: sixteen 1ml syringes with needles (p/n 309623) were received and visually inspected. Thirteen were in fully sealed blister packs with twelve confirmed to be from batch #4119922 and one confirmed to be from batch #8213898. Three were in opened blister from batch #8213898. One of the shields from a syringe in an opened blister pack was observed to have small cracks where the hub contacts the shield. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A shield removal force test was performed on all unopened samples using a force gage. No defects were observed. Root cause not defined since defects were not confirmed in the samples received.

Event description:
It was reported that a bd 1ml tb syringe slip tip had leakage. The following was reported, "consumer reported needle hub separated when pulling off shield. Also mentioned, when she re-attached the hub on one syringe, the medication leaked out. Stated shields are hard to remove. 5 syringes affected. Occurrence dates unknown. Lot: unknown, item: 309623, no expiration date. Samples available. Per consumers request, sending item: 328411 as replacement."